Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) separate cable tensioners have a cable stuck in the devices. Issue was discovered after an unknown procedure on (B)(6) 2018 and after the devices were cleaned. No patient harm was reported. This report is for one (1) cable tensioner this is report 5 of 5 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part # 391.201; synthes lot # p507398; supplier lot # p507398; release to warehouse date: november 27, 2001; supplier: (B)(4). No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: the items were forwarded to pioneer surgical and they concluded: product description: tensioner, cable,synthes, synthes part number: 391 .201, rti part number: 400-810, lot number: p507398, qty: 2, manufacture date: 11/05/2001, revision level: l, synthes complaint number: (B)(4), synthes po number: (B)(4), rtf notification number: (B)(4). Investigation phase: complaint was forwarded to rti surgical quality systems on 8/6/2018 by a customer quality product handler with depuy-synthes. The two devices were returned to rti surgical on 8/10/2018. (There was a third tensioner returned. It has been broken off onto a separate complaint notification due to it having a different lot number.) Inspection results for these two devices is as follows: the 1st tensioner inspected was returned without its nose piece. The nose piece is required to open the collet jaws of the tensioner. A nose piece that was on-hand at rtf was used to functionally test the tensioner. Once the nose piece was attached, the cable disengaged as intended. Functional inspection passed per work instruction sheets. Per the work instructions: date of manufacture: 11 /05/2001. Date of failure: (B)(6) 2018. Days to failure: 6,118 days. A DHR review was conducted and found that the both devices met specification prior to shipping. Further investigation will not be performed at this time as the risk associated with this occurrence is low for both patient and/or user. This complaint will be logged for trending purposes. Risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.